Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the patient was experiencing a squeaky right hip while walking. The surgeon replaced the liner and head.

Manufacturer narrative:
An event regarding audible noise involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a medical review was performed and concluded: "based upon the information available for review, no determination can be made regarding the cause of the alleged squeaking of the bilateral ceramic-ceramic hips in this patient" -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there has been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including documented follow-up from the primary surgeries up until revision surgeries, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient was experiencing a squeaky right hip while walking. The surgeon replaced the liner and head.